Event description:
Boston scientific received information that this pacemaker and rv lead along with a competitor's ra lead exhibited high out-of-range (oor) pace lead impedance (pli) measurement. The cause was not determined. The field representative reported that the lead was tested on the pacing system analyzer (psa) and the impedance measurement was greater than 2,000 ohms. The pacemaker was electively explanted while the rv lead was surgically abandoned and ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.